Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that he had not had therapy relief since implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient stated the therapy has not worked since implant (only marginal improvement for short time), including bladder frequency getting worse over time (6-7x a night). The patient reported tried all 4 programs at different amplitude settings. The patient noted one instance where the amplitude was painful on program 1, 4-5v, so he lowered it, which resolved it. The patient mentioned the health care provider (hcp) did an x-ray to see if lead was intact, and patient stated the hcp said it was turning outward instead of inward. The patient stated that implant has not been effective and symptom got worse since implant. The patient's follow up appointment with hcp was scheduled in 7-10 days. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.